Event description:
The valve was explanted due to "excessive" postoperative bleeding. According to the op report, there was "significant" bleeding at the posterior aspect near the left atrial appendage and the valve was removed in order to gain access to this area. A "small" amount of surgical bleeding was observed inferior to the annulus of the aortic valve. The area was repaired with pledgetted sutures and sjm 21aj-501 was then implanted. Due to the fact the replacement valve was in close proximity to the orifice of the left coronary artery, a single bypass was also performed. The pt was in "critical" condition postoperatively and subsequently expired in jan. The cause of death was reported to be pulmonary edema and respiratory failure.